Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that customer had high blood glucose and had to go to the emergency room. Customer's blood glucose was in the 300 mg/dl and had ketones.